Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a loose drive support cap. The customer's blood glucose was 137mg/dl. The customer was advised the pump will be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump had a loose/protruded drive support disk, cracked case at display window corners, minor scratched and cracked display window, and missing end cap sticker.